Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
During a procedure, when the physician was about to place a cypher stent in the lesion, he injected contrast and realized that the catheter had a hole in its proximal end near to the y connection. He had to remove the cypher stent from the patient body and finish the case with another product.